Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative (rep). It was reported that the patient first experienced device erosion on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the patient had their device explanted on (B)(6) 2018. It was noted that the patient was doing fine. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the device was explanted due to the device eroding through the skin. The hcp did not mention a device malfunction other than the erosion. It was noted that the therapy was working well, but the device exposure caused the explant. The patient¿s indication for use was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. No further complications were reported/anticipated.